Event description:
Report received on non-delivery of IV fluids. It was reported that the pt was receiving hydration fluids at 100ml/hour. The customer contact reports that they hung the IV at 8:00pm, and on their rounds at 10:00pm, they noted that no fluid had infused and there was blood backed-up into tubing. The IV site was reportedly "clotted off" and was removed. According to the customer contact, the pump never alarmed for any reason and they report that "the tubing was loaded correctly". A new IV access was established and therapy was continued with a different pump. There was no reported adverse pt event or harm. Though requested, there was no further information available.